Manufacturer narrative:
The investigation determined higher than expected and imprecise vitros phyt quality control results were obtained from two different vitros performance verifier control fluids on a vitros 5,1 fs chemistry system. The root cause of this event is analyzer related. Phyt performance tests were outside of ocd guidelines on two different phyt reagent lots. Ocd field service performed service actions to reflectometer and immuno-wash subsystems of the 5,1 fs analyzer. Acceptable vitros phyt performance was observed after service actions were completed. The investigation found no evidence the vitros phyt reagent malfunctioned.

Event description:
A customer observed higher than expected and imprecise vitros phyt quality control results obtained from two different vitros performance verifier control fluids on a vitros 5,1 fs chemistry system. Tdm performance verifier lot d9984: 11.53 ug/ml vs. The established customer mean of 9.0. Tdm performance verifier lot f9986: 37.98, >40.0, >40.0, >40.0, and 37.27 ug/ml vs. The established customer mean of 29.09. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phyt while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).